Event description:
It was initially reported on (B)(6) 2011 the patient needed a new hcp due to relocating. The patient was due for a refill by (B)(6) 2011; the patient was starting to experience withdrawal. Migraines, sick feeling in stomach, and vomiting were noted. It was later reported the patient was not receiving pain relief, "since the dosage given isn't high enough". As of (B)(6) 2012, the patient continued to seek another hcp to refill the pump and experienced insurance difficulties. The patient did not want to travel outside of the state to (B)(6) to attend a refill clinic. The patient's next refill date was (B)(6) 2012. It was later reported the patient relocated, but did not seek another hcp in advance. Later, the patient did establish care with another hcp. The patient was hospitalized at least 3 times; the pump was reported to be "ok" each time. The patient experienced "other issues" such as dehydration and flu. The pump was interrogated while the patient was hospitalized. The reporter did not know the specific drugs in the pump, but knew it was not baclofen. The patient later reported there were no concerns with the device or therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model 8731, lot# b006112n49, implanted: 2004 (B)(6), explanted: unk. (B)(4).